Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/07/2015 with the following results: the product performs within specification, unable to duplicate complaint. Black box and alarm history shows two alarms on (B)(6) 2015, returned battery cap and test cartridge caps were used to complete the investigation. Ez-prime steps were performed correctly; no alarm occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found.

Manufacturer narrative:
Follow-up #1: ¿ correction: a review of the complaint record indicated that the complaint was received on 06/18/2015.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.